Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found out of specification in relation to the customer reported defective keypad which was observed. Visual inspection determined the cause to be a punctured keypad due to external forces. The front case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a defective keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.